Manufacturer narrative:
(B)(4). In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # ni.

Event description:
It was reported that during an unknown procedure, the clip was not formed properly and fell off the cystic artery. No clips were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.